Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be fully inserted into the stylet. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the lead was unable to be fully inserted into the stylet was confirmed. As received, a complete lead was returned in one piece for analysis. The stylet that was used in the field was not returned with the lead. The stylet was unable to be inserted beyond the connector region due to an over-torqued inner coil. The cause of the reported event was isolated to the over-torqued inner coil at the connector region, which is consistent with procedural damage.